Manufacturer narrative:
Evaluation summary: cartridge product history records were reviewed and documentation indicates the product met release criteria. The lens product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported a split cartridge. Additional information was requested.

Manufacturer narrative:
The product was not returned. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified 19.5 diopter lens, handpiece and viscoelastic. Intraocular lens (iol) product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).